Event description:
Affiliate reported that the device was implanted 5 years ago. It was noticed that the pressure changed automatically. An MRI was taken and found that the stepping motor was detached from the base plate. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.